Event description:
On 02-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 701 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. Emergency medical services were contacted, and the user was admitted on (B)(6) 2026, treated with insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported concurrent illness; however, additional information indicated delayed response to sustained hyperglycemia despite device alerts. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.